Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a physician from (B)(4) of bacterial peritonitis with culture positive for e. Coli in a patient following with dianeal unknown bag therapy. This report was received by a sales representative from a physician. On (B)(6) 2010, the patient experienced bacterial peritonitis manifested by cloudy dialysate and abdominal pain. Escherichia (e.) Coli was detected in the microbiological examination of the dialysate. Treatment for the event was not reported. On (B)(6) 2010, the symptoms resolved, however, a final outcome was not provided. Action taken with dianeal unknown bag therapy was not reported.